Manufacturer narrative:
(B)(4). Product analysis :visual review confirmed the implant is fractured at the base of the bone screw head.optical examination of adjacent surface around the possible area of crack propagation did not identify material surface defect that could contribute to crack propagation.fracture surface severely damaged, likely due to repeated, cyclic impact of the upper and lower portions of the bone screw, post-fracture. Inconclusive; the extent and severity of the fracture surface damage renders the implant unsuitable for further analysis.

Event description:
Pre-op diagnosis : spondy/stenosis procedure: posterior lumbar fusion (plf) levels implanted : l4-s1 it was reported that on an unknown date, post-op, screws broke inside the patient. Revision surgery was performed to remove the screws and re-implant those levels as well as do two tlif's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.